Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl. The pump date was incorrect, cause was unknown. A manual injection was delivered to address bg. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.